Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery that was mildly calcified and moderately tortuous. The 3.5x48mm xience xpedition stent was advanced to the lesion and implanted; however, a long distal edge dissection was noted, so a 3.5x15mm xience xpedition stent was implanted. Another dissection was noted, so a 3.5x12mm xience xpedition was implanted. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us. The 3.5x15mm xience xpedition mentioned is filed under a separate medwatch report.